Event description:
It was reported that the device beeped and powered off while been used to pace a pt. The customer switched this device out with another one to continue pacing the pt. It was confirmed that the pt outcome was not affected by this incident.

Manufacturer narrative:
Physio control evaluated the device and could not verify, nor duplicate the reported failure. The physio-control field service rep observed proper device operation through functional and performance testing. The latest software was also installed. The device was then returned to the customer for use.